Event description:
The manufacturer received information alleging a ventilation service required alarm had occurred on a trilogy evo device. The device was replaced with another one at the customer site. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed on the device's error log. The manufacturer's service technician further evaluated the device and determined there was contamination found on the flow sensor had caused the issue to occur on the device. In conclusion, the device's flow sensor was replaced to address the issue. Additionally, during the service of the device, the air inlet foam filter, particulate filter, muffler assembly blower chassis plate, blower bellows set, blower assembly, system printed circuit assembly, proportional valve, three-way solenoid valve, low flow o2 connector, outlet side panel, dual rim cup, fio2 housing, and tubing (system pca, blower chassis, and fio2 low flow o2) were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.